Event description:
The wife of a pt called zoll customer support to report the pt was receiving frequent check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open white pulse wire in the trunk cable. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.